Manufacturer narrative:
(B)(4). Based on the preliminary investigation of the returned device, there is tear the sterile packaging. A follow up report will be submitted at the conclusion of the complaint investigation.

Event description:
Customer complaint reported: "package has a rip on the front of it. Customer says it came out of the box like this".

Event description:
Customer complaint reported: "package has a rip on the front of it. Customer says it came out of the box like this".

Manufacturer narrative:
(B)(4). The customer returned one rhy-177-ttsap kit for evaluation. The sticker on the front of the pouch was ripped and the tyvek pouch was cut. The pouch was opened and the probe cover was found to have been cut when the pouch was damaged. A device history record review was performed and no relevant findings were identified. The customer reported issue of the pouch being damaged was confirmed during the complaint investigation. The customer returned one r hy-177-ttsap kit for evaluation. The sticker on the front of the pouch was ripped and the tyvek pouch was cut. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue could not be determined is as it cannot be determined when the package was damaged. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported: "package has a rip on the front of it. Customer says it came out of the box like this".